Event description:
It was reported the patient's blood glucose level rose to 370 mg/dl while wearing the pod between 1 and 4 hours. In addition the patient reports the pods cannula had become dislodged from the infusion site (abdomen). When removed from the infusion site, the pod's cannula was found bent. The patient reports having bruising at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The download data showed that an 0x18 alarm had been generated, indicating that the pod reached an empty reservoir. The reservoir was confirmed to be empty on inspection. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.